Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when connecting the tubing the user noticed a faint crack at the hub (the spin collar) to the connection prior to an unspecified chemo infusion. There was no report of patient harm.

Manufacturer narrative:
Concomitant product(s): a 500ml hospira bag ndc (B)(4), lot 71-802-fw, exp 1 nov 2018, 0.9% sodium chloride injection; therapy date (B)(6) 2016. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a faint crack at the hub (spin collar) was confirmed. Visual inspection showed that the male luer spin collar had a hairline fracture approximately 0.1975 inches long running parallel to the direction of the fluid flow. Inspection under magnification showed no scratches or stress markings around the crack. Functional testing and pressure testing resulted in no leaking. The root cause of the crack was not determined.